Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported left side rupture with pain and burning. Healthcare professional confirmed rupture and noted capsular contracture baker, grade IV. The device has been explanted.

Event description:
Patient reported left side defective device and rupture. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, a6, h6.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV . Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings assessed as fold flaw openings. ¿ capsular contracture: unable to observe as it not related to the device as per the investigation procedure creases, wear abrasion and non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported left side rupture with pain and burning. Healthcare professional confirmed rupture and noted capsular contracture baker, grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, defective device and rupture. This record is for the left side. Device remains implanted.